Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative reported that, while in a procedure, a navlock lumbar probe was damaged. The instrument tip was twisted after the first usage. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient identifier and weight per canadian privacy laws. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. No parts have been returned to manufacturer for evaluation.